Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('2 weeks after insertion she started having pain/ increasingly severe chronic pelvic pain') in a 22-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("her back hurts all the time"), abdominal pain ("worse cramps that comes and goes and sometimes is all the time"), heavy menstrual bleeding ("heavy menstrual bleeding"), abdominal distension ("abdominal bloating"), pelvic discomfort ("discomfort"), rash erythematous ("started having rashes (red on chest, leg and by thigh)/ excessive rashes"), ovarian cyst ruptured ("was told she had a cyst ¿that ruptured""), ovarian cyst ("cysts on her ovaries"), abdominal pain upper ("sharp pains in the bottom of her stomach"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems"), alopecia ("excessive hair loss") and urinary incontinence ("trouble to holding bladder"). The patient was treated with surgery (allopian tubes were transected and 2 essure devices were discarded). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the pelvic pain, back pain, abdominal pain, heavy menstrual bleeding, abdominal distension, pelvic discomfort, ovarian cyst ruptured, ovarian cyst, abdominal pain upper, abnormal weight gain, tooth disorder, alopecia and urinary incontinence outcome was unknown and the rash erythematous had not resolved. The reporter provided no causality assessment for abdominal pain upper, ovarian cyst and ovarian cyst ruptured with essure (ess205). The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, heavy menstrual bleeding, pelvic discomfort, pelvic pain, rash erythematous, tooth disorder and urinary incontinence to be related to essure (ess205). The reporter commented: discrepancy in date of insertion as: (B)(6) 2006. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-apr-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('2 weeks after insertion she started having pain/ increasingly severe chronic pelvic pain') in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("her back hurts all the time"), abdominal pain ("worse cramps that comes and goes and sometimes is all the time"), menorrhagia ("heavy menstrual bleeding"), abdominal distension ("abdominal bloating"), pelvic discomfort ("discomfort"), rash erythematous ("started having rashes (red on chest, leg and by thigh)/ excessive rashes"), ovarian cyst ruptured ("was told she had a cyst ¿that ruptured""), ovarian cyst ("cysts on her ovaries"), abdominal pain upper ("sharp pains in the bottom of her stomach"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems"), alopecia ("excessive hair loss") and urinary incontinence ("trouble to holding bladder"). The patient was treated with surgery (allopian tubes were transected and 2 essure devices were discarded). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the pelvic pain, back pain, abdominal pain, menorrhagia, abdominal distension, pelvic discomfort, ovarian cyst ruptured, ovarian cyst, abdominal pain upper, abnormal weight gain, tooth disorder, alopecia and urinary incontinence outcome was unknown and the rash erythematous had not resolved. The reporter provided no causality assessment for abdominal pain upper, ovarian cyst and ovarian cyst ruptured with essure (ess205). The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, menorrhagia, pelvic discomfort, pelvic pain, rash erythematous, tooth disorder and urinary incontinence to be related to essure (ess205). The reporter commented: discrepancy in date of insertion as: (B)(6) 2006. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Ruptured cysts are not a known failure mode related to essure. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 15-apr-2021: mr received: case become serious incident, essure removal date and surgery were added. Reporter information, patient middle name and rcc note were added. Imdrf codes updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.